Event description:
It was reported to philips that the device's eto2 port is worn and the users experienced an etco2 failure while in use on a patient. It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer.